Event description:
On (B)(6) 2011, pt reported having pain at the infusion site on the 3rd day of using the infusion set. Pt stated, she noticed a lump underneath the skin after removing the infusion headset. Pt reported no insulin leakage. Pt reported no bruising at the infusion site location prior to insertion. On call back on (B)(6) 2011, pt reported she had to go to the emergency room due to the infusion set. Pt stated, she was given a topical cream and oral antibiotic to treat the infection and abscess caused by the infusion set. Pt reported that 2 of the 3 infusion sites used with the infusion set got an infection and the 3rd infusion site has an abscess. Pt stated, she was treated and released from the emergency room and not admitted to the hospital. Pt reported, she will be seeing the doctor again this week for a checkup on the infected sites. Pt discarded the alleged infusion sets. Replacement infusion sets were sent; no product return was requested.

Manufacturer narrative:
No product will be returned for eval.